Event description:
The pt developed increased spasticity and was admitted to the hospital (B) (6) 2010. A device malfunction was suspected; catheter dye test and rotor test on (B) (6) 2010 revealed no anomaly. A bolus was administered on (B) (6) 2010 and the pt recovered the next day. The physician suspected drug resistance was responsible as the device tests revealed no anomaly. The pt status was "recovered."

Manufacturer narrative:
(B) (4).